Event description:
It was reported the device was used during a low anterior resection. It was reported the cdh33 was fired by the resident (rep was present and visualized the instrument was in firing range), heard crunch of washer, however, staples did not fully form. Bubbles were present at the leak test. Surgeon tried to hand sew anteriorly, but the anastomosis still had leaks. Surgeon had to cut out the staple line and then used a roticulator and eea31. The eea was fired, after which surgeon checked anastomosis and bubbling was seen then. Surgeon hand sewed the entire anastomosis, and it still showed bubbling. Surgeon then reinforced the staple line with handsewing to control the leaking. Rep reported the surgeon stated there may have been a hole in the rectum. Surgeon mentioned this was probably due to the fact he did not fully mobilize mesentary. The case was completed with further handsewing. There was no consequence to the pt.